Event description:
It was reported that during a laparoscopic colon procedure, the device locked out on the initial firing. A new device was used to complete the procedure. There was no patient impact. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The ec60 instrument was received with no visual non-conformances and with a reload loaded in the device. The reload was received fully loaded with staples and with the one-piece sled broken. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.